Manufacturer narrative:
Pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test. No motor error alarm noted. The motor was tested outside of the device and passed. Pump received with cracked battery tube thread, cracked reservoir tube lip and minor scratches on display window noted. Drive support cap was inspected and no anomaly was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that the cutomer insulin pump alarmed motor error. The customer¿s blood glucose level was 431 mg/dl at the time of the incident. The customer's parent stated that the drive support cap was flush. Customer had a high blood glucose of 431 mg/dl and was treated with insulin pump. Customer's blood glucose was still high in the 300 mg/dl after treatment. Customer's parent declined high blood gluocse troubleshooting. The customer's parent was advised to have customer discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.